Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on between (B)(6) 2013. Between (B)(6) 2013, the patient allegedly obtained an unspecified blood glucose reading (with the subject meter). The patient manages his diabetes with insulin (novolog and between 4-6 units of humalog). According to the csr¿s documentation, in response to the alleged issue, the patient reportedly increased her humalog regimen and administered an additional 2 units of insulin and subsequently (between four to five hours later), the patient developed unspecified low blood glucose symptoms. The patient reportedly went to the hospital at an unspecified time later. According to the csr¿s documentation, the patient reportedly obtained a blood glucose reading (with the subject meter) that was allegedly 60-80 points higher compared to the hospital¿s meter (results are not specified), performed within 30 minutes from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly was administered (by a health care professional (hcp)) food and/ or drink as treatment and was allegedly hospitalized for an unspecified time. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.